Event description:
It was reported by the customer: "reviewed the incident involving the lift and it tipped over when the resident was in it and remains locked up till reviewed. The weight of the resident was supported with the wheelchair and didn't fall. However, during the incident, the wheelchair also went backwards and query if the lift tipped over due to the wheelchair tipping backwards and took the lift with the resident". Ref # MFR 9681684-2014-00042.